Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the omnilink elite stent delivery system advanced to the celiac artery lesion. Balloon inflation was attempted; however, blood was noted in the hub and the balloon had ruptured. The sds with the un-deployed stent was removed from the patient's anatomy without reported issue. Another omnilink elite stent was successfully implanted. There was no adverse patient effect or a clinically significant delay in procedure, reported. There was no additional information provided.